Event description:
(B)(4). Muscle and bone pain, heavy bleeding, headache, weight gain, body swelling, metal taste, rash on skin, hair loss, painful sex, pimples, high blood pressure (put on medication), depleted vitamins b12 and d, excessive creatine and so many other issues. Put on (B)(6) to stop bleeding and cramping.